Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons are harder to pushed and battery cap was harder to tighten and loose. No harm requiring medical intervention was reported. The customer stated that insulin pump had rejected new battery and rewind makes grinding noise. The reservoir are had a piece missing and also cracked in area of plastic by reservoir. The device will not be returned for analysis.